Event description:
The reporter stated the patient experienced an adverse event of diabetic ketoacidosis (dka) which required attendance at the hospital. The reporter stated that this was the second dka episode since november, the first event required hospital admission to ICU (previously reported). This event, although not as severe, did require assistance from the emergency department. The reporter stated the pod seems to have no insulin when it was removed from the infusion site. There was no additional information provided related to this event. Additional follow up is being performed to determine if there was a device related issue, patient¿s symptoms and what medical intervention was provided. If further details are received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.